Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer obtained questionable results for one patient sample using the elecsys ca 19-9 immunoassay (ca 19-9) on the cobas 8000 e 602 module (e602). All results are in units of u/ml. It was requested, but unknown, if the results were released outside of the laboratory. The initial result from a secondary tube was 186. The next result from the primary tube was 12. The secondary tube was then repeated with a result of 12. There was no allegation of an adverse event with the patient. The ca 19-9 lot number and expiration date were requested but not provided. Calibration and qc information was not provided. The customer stated that there have been no issues with other assays. The customer acknowledged that this issue was not likely caused by a general reagent or instrument problem. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Pre-analytical issues are a typical root cause of high flyer results, and are not related to the reagent or instrument. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.